Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 487 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include extreme thirst, frequent urination, and difficulty thinking straight. The patient was not treated because there was no room available so over time there blood glucose levels started to go down so the patient went home. The patient was released the following day. The pod was worn when seeking medical attention.

Manufacturer narrative:
Correction to h11 from "according to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms." To "according to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage." Correction to b5 from "it was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 487 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include extreme thirst, frequent urination, and difficulty thinking straight. The patient was not treated because there was no room available so over time there blood glucose levels started to go down so the patient went home. The patient was released the following day. The pod was worn when seeking medical attention." To "it was reported that the patient had gone to the hospital with hyperglycemia. The patient's blood glucose levels reached 487 mg/dl while wearing the pod between 4 and 24 hours. It was also reported that the cannula was discovered bent. Symptoms reported include extreme thirst, frequent urination, and difficulty thinking straight. The patient was not treated because there was no room available so over time there blood glucose levels started to go down so the patient went home."

Event description:
It was reported that the patient had gone to the hospital with hyperglycemia. The patient's blood glucose levels reached 487 mg/dl while wearing the pod between 4 and 24 hours. It was also reported that the cannula was discovered bent. Symptoms reported include extreme thirst, frequent urination, and difficulty thinking straight. The patient was not treated because there was no room available so over time there blood glucose levels started to go down so the patient went home.